Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device was returned due to noise on the distal electrode and a bent tip. The catheter had been bent just distal to electrode ring 3, and the shaft material had been fractured at this location. Conductor wire 1 read as an open circuit during electrical testing due to a fracture in the wire at the location of the fractured shaft, consistent with the reported noise issue.

Event description:
This report is to advise of an event observed during analysis confirming a fracture in the catheter shaft material.